Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. B69469-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, uterine fibroid, uterine prolapse, adenomyosis and ovarian cyst. Concomitant products included celecoxib (celexa) since (B)(6) 2015, levothyroxine sodium (synthroid) since (B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("bleeding between periods"), anaemia ("anemia"), bladder disorder ("bladder/urinary problems"), urinary tract infection ("bladder/urinary problems-uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), post procedural complication ("post removal complication-yes") and urinary tract disorder ("urinary problem") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full) ,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, abdominal pain, anaemia, depression, bladder disorder, urinary tract infection, vaginal haemorrhage, anxiety, fatigue, weight increased, post procedural complication and urinary tract disorder outcome was unknown and the menorrhagia and metrorrhagia was resolving. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: date of implant: (B)(6) 2013 and (B)(6) 2014 (discrepancy noted). Plaintiff received treatment for menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding between periods), anemia,general abnormal bleeding. ( b69469 ) is not valid diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) conducted, specify (unspecified) - result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: newly added events- urinary tract disorder. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B69469-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, uterine fibroid, uterine prolapse, adenomyosis and ovarian cyst. Concomitant products included celecoxib (celexa) since (B)(6) 2015, levothyroxine sodium (synthroid) since (B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("bleeding between periods"), anaemia ("anemia"), depression ("psych injury/psychological or psychiatric problems condition: depression"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, metrorrhagia, anaemia, depression, bladder disorder, vaginal haemorrhage, anxiety, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of implant: (B)(6) 2013 (discrepancy noted). Plaintiff received treatment for menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding between periods), anemia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) conducted, specify (unspecified) - result- bilateral occlusion. ¿concerning the injuries reported in this case, the following one was confirming- events which are same in pfs & mr.¿ metrorrhagia. ( b69469 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. B69469-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, uterine fibroid, uterine prolapse, adenomyosis and ovarian cyst. Concomitant products included celecoxib (celexa) since (B)(6) 2015, levothyroxine sodium (synthroid) since (B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("bleeding between periods"), abdominal pain ("abdominal pain"), anaemia ("anemia"), bladder disorder ("bladder/urinary problems"), urinary tract infection ("bladder/urinary problems-uti"), fatigue ("fatigue"), post procedural complication ("post removal complication-yes") and urinary tract disorder ("urinary problem") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full) ,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, bladder disorder, urinary tract infection and fatigue had resolved, the genital haemorrhage, abdominal pain, anaemia, depression, anxiety, weight increased, post procedural complication and urinary tract disorder outcome was unknown and the menorrhagia and metrorrhagia was resolving. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of implant: (B)(6) 2013 and (B)(6) 2014 (discrepancy noted). Plaintiff received treatment for menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding between periods), anemia,general abnormal bleeding. ( b69469 ) is not valid diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) conducted, specify (unspecified) - result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: event outcome were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. B69469-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, uterine fibroid, uterine prolapse, adenomyosis and ovarian cyst. Concomitant products included celecoxib (celexa) since (B)(6) 2015, levothyroxine sodium (synthroid) since (B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("bleeding between periods"), anaemia ("anemia"), bladder disorder ("bladder/urinary problems"), urinary tract infection ("bladder/urinary problems-uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and post procedural complication ("post removal complication-yes") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full) ,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, abdominal pain, anaemia, depression, bladder disorder, urinary tract infection, vaginal haemorrhage, anxiety, fatigue, weight increased and post procedural complication outcome was unknown and the menorrhagia and metrorrhagia was resolving. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of implant: (B)(6) 2013 and (B)(6) 2014 (discrepancy noted). Plaintiff received treatment for menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding between periods), anemia,general abnormal bleeding. ( b69469 ) is not valid diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) conducted, specify (unspecified) - result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- urinary tract infection, post removal complication-yes. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B69469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, uterine fibroid, uterine prolapse, adenomyosis and ovarian cyst. Concomitant products included celecoxib (celexa) since (B)(6) 2015, levothyroxine sodium (synthroid) since (B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("bleeding between periods"), anaemia ("anemia"), depression ("psych injury/psychological or psychiatric problems condition: depression"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full) ,). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, metrorrhagia, anaemia, depression, bladder disorder, vaginal haemorrhage, anxiety, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of implant: (B)(6) 2013 (discrepancy noted). Plaintiff received treatment for menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding between periods), anemia,general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Imaging procedure on (B)(6) 2014: essure confirmation test(s) conducted, specify (unspecified) result: bilateral occlusion. ¿concerning the injuries reported in this case, the following one was confirming- events which are same in pfs & mr.¿ metrorhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal), fatigue , weight gain / loss specify which one: weight gain, anxiety. Lot number and reporters information, concomitant conditions and drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.